Event description:
Patient was revised to address pain and fluid build up. Update 3/11/15-pfs and medical records received. Pfs alleges stiffness, pain ,and increased metal ions. After review of the medical records for MDR reportability, the revision operative note indicated a failed left hip. Lab results from (B)(6) 2013 indicated the metal ion levels were below 7ppb. Update rec'd 6/30/15- litigation papers received. No new allegations were reported; however, due to allegations regarding metal ion levels, the stem is now being reported.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4). Product complaint # (B)(4).